Manufacturer narrative:
Study event.

Event description:
Device malfunction: difficult to retrieve the filter basket. Time of device malfunction: during the procedure in 2006. Symptoms/ae: none. It was reported that the rc2 could not advance completely to recover the filter basket. Approx 1 mm of the filter basket was captured and removed not fully collapsed to the 4 markers. This could possibly cause the filter basket to become entangled in the stent during removal. The target lesion was in the left internal carotid artery. There was no pt injury or effect reported. No add'l info available.